Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer experienced a blood glucose level of 345 mg/dl. Reportedly, the customer believed that the pump was not functioning properly and was not delivering insulin. System check with tandem technical support indicated that the pump was functioning properly; however, the customer continued to express a belief that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy. Upon follow up, the customer indicated that the pump had begun working properly again.